Manufacturer narrative:
Technician found the head up solenoid valve is bad. Technician replaced the head up solenoid valve to resolve the issue.

Event description:
Technician alleged that the head up is not working. No patient impact.